Event description:
Customer stated that the insulin pump has a crack and unable to remove the battery cap. The blood glucose reading is 163 mg/dl. Customer advised to discontinue the use of the insulin pump if the battery is low. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker.